Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Optical sensor issue: the clinical details state that a patient was requiring volume resuscitation as they were hypovolemic and the ps was reading half of the arterial line even though it was appropriately zeroed at case start. The data logs show that upon initial plug in of the pump the mean placement signal was around 70mmhg. Shortly after the pump started the values became lower with systolic values of 55mmhg and diastolic of about 30mmhg. There were many instances of low-pressure (ps) low alarms triggered during this time and then again on 10/12. Stable around 8000, with contrast about 25% throughout the whole case. There were no instances of a hard failure. Due to a lack of product returned, the root cause of the optical sensor issue cannot be established. Anemia/hypovolemia: the cause of the injury was not determined due to insufficient clinical details. Ventricle fibrillation/arrythmia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: impella passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an unreliable placement signal. The patient was hypovolemic and had ventricular tachycardia and was treated with magnesium. Later, the patient also experienced atrial fibrillation. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.